Event description:
The healthcare professional reported injecting 0.5ml of evolysse smooth into the lips of a patient. The hcp aspirated prior to injecting and upon withdrawing the needle patient immediately developed swelling and discoloration on the right lower lip consistent at the injection site. Patient experienced pain to the injection site which radiated to the righ cheek and chin. Hcp treated with the patient with 3 vials of hylenex, massaging the area, and gave the patient an oral baby asprin. The patient was treated with hyaluronidase, massage, and oral aspirin. Patient began experiencing symptoms of syncope and was transported to the emergency room. At the ER an ultrasound was used to assess the blood supply which confirmed a vascular occlusion. The patient was treated with 3 more vials of hylenex, IV morphine, tramadol, 1g of valcyclovir. Patient was discharged the same day on the following protocol: doxycicline 100mg bidx 7 days, valcyclovir 500g bidx5days, prednisone 20mg daily x 5 days, and asprin daily x 7 days. As of (B)(6) 2025 it was reported the patient is feeling much better.

Manufacturer narrative:
(B)(4).